Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a "data cannot be read" error message for all bedside monitors (bsms). Nihon kohden technical support (nk ts) advised the customer to replace the hard disc drives (hdds), after which the cns displayed a "registration error" message. The customer decided to restart the unit, which took 20 minutes to get the cns back into windows. No patient harm or injury was reported. Investigation summary: after troubleshooting, it was agreed that the software had been corrupted. The customer elected to receive new hdds to resolve the issue. "Data cannot be read" errors may occur when viewing in full disclosure as a result of local bedsides not being filed, and waveform settings being improperly selected or stored. A hard drive failure and the resulting software corruption would cause such an error. The causes of hard drive failure may be ungraceful exits, user education, power outages, and power surges. Service history for this serial number shows no subsequent events related to the reported event.

Event description:
The customer reported that the central nurse's station (cns) was displaying a "data cannot be read" error message for all bedside monitors (bsms).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a "data cannot be read" error for all patients. Nk ts advised the customer to replace the hdd's, after which the cns displayed a "registration error". The customer decided to restart the unit, after which it took 20 minutes for the cns to get back into the windows. No harm or injury was reported. They will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: the following fields contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station is displaying a "data cannot be read" error for all patients.